Event description:
The customer originally called in to report that she had low suction with the pump in style advanced breast pump. The customer made another call into customer service on 06/25/2015 to then report she had developed pain, clogged ducts and mastitis. Her doctor diagnosed her with mastitis and prescribed an antibiotic, that she completed taking and no longer suffers from the mastitis but still has clogged ducts.

Manufacturer narrative:
A replacement pump was sent to the customer and it was requested that the customer's breastpump bre returned for evaluation. The product was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.